Manufacturer narrative:
This event was initially reported on manufacturing report number 0001822565-2017-05983, which has since been voided. Manufacturing report number 0002648920-2018-00221 will be kept for investigative purposes. Cmp-(B)(4). Concomitant medical products: persona fixed bearing articular surface, catalog #: 42521400511, lot #: 62401497. Persona posterior stabilized femoral component, catalog #: 42500006002, lot #: 62436099. Persona all polyethylene patella, catalog #: 42540000032, lot #: 62352421. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address pain, swelling and loosening of the tibial plate. It was further reported that the patient had noted bone loss. The procedure was extended an hour to complete the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0002648920-2017-00192. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0002648920-2017-00192.